Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to the loading area. No device damage observed. The lens was returned adhered to the outside of the device with viscoelastic. The one haptic is broken-distal area, returned adhered to the posterior optic surface. A qualified viscoelastic was indicated. The root cause for the reported issues could not be determined. The lens was returned outside of the device. There appeared to be adequate viscoelastic in the device. No device damage was observed. The plunger position in relation to the lens during delivery cannot be determined. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens became stuck in injector, but then delivered and stuck in the incision. When the lens was removed from the incision, a haptic broke. Another lens was implanted instead. There was no reported harm to the patient. Additional information was requested.